Event description:
It was reported that the patient presented to the emergency room (ER) with unknown symptoms. The patient was given narcan and the symptoms "turned around right away, but he was still somewhat out of it". The reporter inquired into stalling the pump by placing a magnet over it as the healthcare provider (hcp) wanted the pump turned off or stopped. It was decided to slow the pump down to minimum rate. The reporter was unsure what medication was in the pump previous to the event. At the time of the report the pump contained normal saline and the patient was in the ER "resting". Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter. (B)(4).

Event description:
Additional review indicated that the patient got too much drug and the reason was unknown.

Event description:
Additional review indicated that the patient went to emergency room(ER) because he got too much drug. The health care provider suspected it might have been something by mouth. The patient was doing better than he just came in to ER after the health care provider gave him narcan.

Manufacturer narrative:
(B)(4).